Event description:
It was reported that the pump delivered insulin without user intervention. A family member stated that the pt was sitting quietly and she heard the pump delivering insulin; she stated that it sounded as if the pump was priming. She reported that she removed the infusion set from the site and felt insulin dripping from the end of the tubing. The family member stated that she saw multiple drops coming out of the tubing. She said that the pt's blood glucose dropped to 36 mg/dl and she treated him with juice and regular soda. The family member stated that 24 to 28 units were delivered based on her recollection of the amount of insulin remaining in the cartridge. Upon review of the pump history, there are no insulin deliveries recorded in the prime or bolus history for the time in question.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.